Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that they were unable to open or close the gantry. Site tried rebooting and using the yellow button for opening the gantry with no change. There was no patient involvement.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, found the rotor motion was not at home. Door would not open or close if that was the case. Manually turned the rotor to home to where test pin fits normally, after that was able to close and open the door, performed all motion validation. Tested system functions as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000626. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.